Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
Injury (primary diagnosis): pseudoarthrodesis (post discharge - during patient follow-up) it was reported that on (B)(6) 2013, post-op, the patient presented with the complaint of pseudoarthrodesis. Rh-bmp2/acs (pack size: 12mg) was administered to the patient through implantation. The following actions had to be taken as a result of this event - intervention required: - required in-patient hospitalization or prolongation of an existing hospitalization - revision surgery at the index level. Patient outcome was reported unknown. The following assessments were given in regard to the rh-bmp2/acs: site assessment: - not filled in but event is indicated by investigator as an event that could be related to rh-bmp2/acs. Sponsor assessment: - rh-bmp2/acs relatedness: unknown - study procedure relatedness: unknown - device/other component: unknown

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6)-2015 team safety was informed that this patient is not a study patient: when the study coordinator started entering the data then realized that the patient was not eligible as patient received rh-bmp2/acs in 2013 (per protocol for the study this has to be in the range of 2011-2012). "Please be informed that therefore this complaint/patient does not belong to the rh-bmp2/acs study. "